Event description:
It was reported that this right atrial (ra) lead showed what appears to be loss of capture (loc). The patient also experienced chest pain. Programming changes at the time of the event were not requested. The ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.